Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi 8100 error 200.5040. Explained the problematic issue related to the software mismatch error. Check the setup of system maintenance firmware in the network configuration package. Assisted customer to step through the flash task in system maintenance. Explained and step customer through the flash task process for understanding. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - flash pc unit or the module to correct software version. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device experienced error code 200.5040. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device experienced error code 200.5040. There was no patient involvement.